Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump's battery compartment was malfunctioning. Blood glucose level was not provided. No further info was provided.